Manufacturer narrative:
The screw head is broken off as complained, the breakage occurred approx.. 4mm below the neck of the screw head. The broken off shaft was also returned for evaluation presenting flattened thread area; this surface wear is consistent with the use of a hollow reamer during screw removal. The hexagonal screw recess shows normal signs of use. The received condition of the screw is in concordance with the complaint description and the complaint condition is confirmed. This production lot was manufactured in july 2019 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The correct material was used. The relevant dimensions were re-checked as far as possible and found to be within specifications. The visual inspection showed that the broken surface is homogenous what indicates material conformity. We are not aware of any other complaints for this part- and lot number combination. This and the findings above let us exclude a manufacturing related issue. As mentioned by the surgeon the patient has good bone quality and we have to assume that high applied forces in connection with exceptional hard bone led to the screw breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 404.828. Lot: 5l42683. Manufacturing site: grenchen. Release to warehouse date: 11.july 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Lot 5l42683 was manufactured from blank 404.028.999 lot h840557. Release to warehouse: 03 june 2019. Supplier: monument. Manufacturing location: monument. Manufacturing date: 02-apr-2019. Part number: 404.028.999, 3.6mm ti screw blank 28mm 03.5 cortex screw w/2.5mm hex. Lot number: h840557 (non-sterile). Component(s) reviewed: part number: 23040, t14cri3.58. Lot number: h517309. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for distal tibia fracture with distal tibia plate, the cortex screw in question, the screwdriver shaft in question and the handle for screwdriver shaft in question. When the surgeon tried to insert the cortex screw into the plate, the screw broke. The surgeon once removed the screw, k wire, plate from the patient. The fragment of the screw was removed by a hollow reamer and an extraction bolt, and then he inserted another cortex screw again. This time, the surgeon used a handle with quick coupling instead of the screwdriver shaft and the handle for screwdriver shaft which he thought would make the shaft bowed and lead to applying an unexpected force to screw. The surgery was completed successfully. There was a surgical delay of less than thirty (30) minutes. The surgeon commented that the screwdriver shaft and the screw might have been overloaded because bone quality of the patient was good. No further information is available. Concomitant devices reported: unknown tibia plate (part# unknown, lot# unknown, quantity 1), unknown k-wire (part# unknown, lot# unknown, quantity 1), unknown reamer (part# unknown, lot# unknown, quantity 1), unknown extraction bolt (part# unknown, lot# unknown, quantity 1). This report is for one (1) 3.5mm ti cortex screw self-tapping 28mm. This is report 1 of 1 for (B)(4).